Manufacturer narrative:
The unit powered up properly after battery installation. Unit received with operating currents within specification. No battery out limit alarms noted. Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, belt clip slot, and battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report her insulin pump had a battery out limit alarm and unresponsive keypad. The customer stated that during a bolus attempt, the numbers began to scroll. She took the battery out for 10 minutes and then that is when the battery out limit alarm occurred. The customer's blood glucose level was 225 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.